Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Concomitant deivces continued - 6949/58, (B)(4). Analysis confirmed the crosstalk observed in the field via review of some of the strips provided by the field. The device was tested with resistive loads on the bench and no crosstalk was detected. Device functionality was tested on the automated equipment; no anomaly was detected and the device met all specifications. The cause of the crosstalk observed in the field could not be determined. The septa were found damaged and could reproduce noise upon tapping.

Event description:
Crosstalk was reported on the device. The system was explanted and replaced. Noise was observed while tapping on the ICD can.